Event description:
On or about (B)(6) 2005, the patient was surgically implanted with a greenfield stainless steel vena cava filter after diagnosis and treatment of a deep vein thrombosis. On or about (B)(6) 2020, the patient underwent a computerized tomography scan (CT scan) of their abdomen and pelvis. The CT scan revealed their inferior vena cava (ivc) was small at the level of their ivc filter which may be secondary to ivc thrombosis. Additionally, a posterior strut perforated the ivc wall by 3.5mm, and a strut fracture was seen.